Event description:
The patient was undergoing arthroscopy of the knee. As the surgeon was about to withdraw the arthrowand, the surgeon and nurse observed that a fragment had broken off the tip of the arthrowand. The fragment was recovered without patient complication, but the incident resulted in damage to the arthroscope being used.